Event description:
The manufacturer received information alleging particles in the water reservoir related to a CPAP device's sound abatement foam. The patient alleges to potentially have pink eye, fluid build up in the gums under the eye, sinus issues, tooth distracted. Patient states the doctors thought that there was an infection but did not find an infection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged nasal/throat irritation or soreness and nose bleeds. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the philips lab investigation (pil) center on 07/14/2023 for further evaluation. The device was evaluated on 10/13/2023. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, blower, blower box, blower outlet seal, p4 power connector. A contaminate consistent with keratin was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Pil verified the device provides airflow using a known good power supply. 0 errors were logged. Device was likely reset prior to pil receipt due to the machine having 5822.6 hours with 0 blower hours and 0 therapy hours logged. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. Possible risk tags (ER 2219697 v20) for these modes of failure include: infect01, irrit02. The results of this investigation do not impact the calculated risks.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to potentially have pink eye, fluid build up in the gums under the eye, sinus issues, tooth distracted. Patient states the doctors thought that there was an infection but did not find an infection. The reported events of eye buildup, sinus issues, tooth distracted and their reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.